Event description:
It was reported that the patient experienced pain at the battery site and extended charging of the ipg was also noted. The patient underwent a revision procedure wherein the ipg was replaced and the pocket was relocated the patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred couple of months ago from the date the manufacturer was made aware.